Manufacturer narrative:
(B)(4) concomitant medical products: 163662, 28 mm mod hd std neck tp1 taper, 494560. The 150476, oss poly tibial bushing, 594960. The 150478, oss poly lock pin, 610340. The 11-165218, ringloc bi-polar 28 x 47 mm, 382420. The 150410, oss tibial poly bearing 12 mm, 837020. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02798, 0001825034-2018-02799, 0001825034-2018-02800, 0001825034-2018-02797, 0001825034-2018-02802. Remains implanted.

Event description:
It was reported patient is experiencing nickel allergy three years post-implantation. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.